Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty breathing/shortness of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an pil observed an unknown white, brown and black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White dust-like contamination on top of the blower motor and the blower motor seal. Black and brown contamination, consistent with keratin, at the air outlet of the blower box, consistent with (B)(4). Tiny unknown black, inconsistent with degraded sound abatement foam, specks of contamination on the front panel. Also, a few tiny pieces of potential hair/fibers on the front panel. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Black dust-like contamination, inconsistent with degraded sound abatement foam, on the rear panel. Black particle contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the blower box. Potential mineral deposit spots on the bottom of the blower motor and blower box, indicating potential liquid ingress. Unknown white, brown and black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White dust-like contamination on top of the blower motor and the blower motor seal. Black and brown contamination, consistent with keratin, at the air outlet of the blower box, consistent with (B)(4). Tiny unknown black, inconsistent with degraded sound abatement foam, specks of contamination on the front panel. Also, a few tiny pieces of potential hair/fibers on the front panel. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Black dust-like contamination, inconsistent with degraded sound abatement foam, on the rear panel. Black particle contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the blower box. Potential mineral deposit spots on the bottom of the blower motor and blower box, indicating potential liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.